Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that rrt noise oversensing occurred shortly after implant. The noise could not be reproduced in clinic. According the health care professional, there was a jump in right atrial (ra) lead impedance, from around 500 to around 1100 ohms, that was recorded on or around day of the episodes. Programming optimization was discussed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.